Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was unable to be released. Upon removal, the plug remained fully inside the shaft, and the indicator wire was visible. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used during an interventional procedure. Prior to use of the device, angiography confirmed femoral artery suitability, including a 30¿45-degree insertion angle of the non-cordis sheath, and the vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stenosis greater than 50%, stent presence, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the site. No difficulty was encountered connecting the sheath to the vcd. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history record (phr) review of lot 18472322 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was unable to be released. Upon removal, the plug remained fully inside the shaft, and the indicator wire was visible. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used during an interventional procedure. Prior to use of the device, angiography confirmed femoral artery suitability, including a 30¿45-degree insertion angle of the non-cordis sheath, and the vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stenosis greater than 50%, stent presence, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the site. No difficulty was encountered connecting the sheath to the vcd. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.